Manufacturer narrative:
Concomitant med ical products: dtba1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high rate non-sustained episodes and an increased sensing integrity counter (sic). Additionally, it was noted that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.